Event description:
It was reported that pump displayed malfunction code and customer had reset pump on own before contacting support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary.